Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the pump does not alarm for occlusion.¿ the unit was triaged and the customer¿s reported condition was confirmed. The unit was triaged and the customer¿s reported condition was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. A review of the device history record shows that this unit was manufactured in 2007 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the pump does not alarm for occlusion. There was no patient involvement.